Event description:
It was reported that during a pulse field ablation procedure to treat a paroxysmal atrial fibrillation (a fib), an nrg transseptal needle was selected for use. The transseptal puncture (tsp) was performed successfully and the needle along with a non- (B)(6)wire and dilator crossed into the left atrium without any issues. A non- (B)(6) sheath was then advanced towards the puncture to access the left atrium but it was extremely difficult but eventually it gained the access. The wire was then positioned and the steerable faradrive sheath was advanced. It was again noted that the tapering of the dilator to sheath was not sufficient to allow left atrial access. It was further confirmed, it was a non- (B)(6) wire and dilator (sl1). The issue was that the sl1 itself had difficulty crossing into the left atrium. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).